Event description:
It was reported that bed frame fell on top of staff member's foot. When maintenance examined bed and found no damage to the bed frame, they tried to determine how this could have happened. They discovered that if/when the bed is lowered onto an object that is under the bed frame raises off the supports from the headboard. When the bed frame is supported by only three supports because of item under bed and then weight is applied via the resident the frame fell to the floor and onto a staff member's foot.